Manufacturer narrative:
Based on the information received, a root cause can not be determined. The device remains implanted; therefore, not available for evaluation. The lot history, trend analysis, risk analysis, and directions for use were reviewed and were considered acceptable. This complaint type was within anticipated rates. A device history record (DHR) review was performed and there were no non-conformances or anomalies that relate to this complaint. Furthermore, fibrin reaction is an anticipated adverse event of cataract surgery covered in the product dfu in the warning section labeled as inflammation.

Event description:
It was reported that fibrin formation was observed approximately one month post iol implant in the patient's left eye. The patient's current manifest refraction is +0.50 -1.50 x 152 and bcva 20/25. The patient preoperative manifest refraction was -1.75 1.25 x 128 and bcva 20/50. There were no reported complications during the implant procedure. The patient was complaint with the post op anti-inflammatory and antibiotic regimen.